Event description:
It was reported that a skin reaction occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2025. According to the patient, on (B)(6) 2025, the pediatric patient experienced a skin reaction with pimples underneath the sensor pod area. Prior to sensor insertion the area was prepped with soap and water. That same day the patient went to woodbridge medical centre to have the skin reaction checked and was prescribed an unspecified oral antibiotic. No photo or other details were provided. At the time of report, the patient¿s condition was good. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).